Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor experienced a repair suture break upon insertion during a procedure. The device was replaced with another ar-3636 to complete the case. This occurred during a labral repair procedure, with no reported patient harm. Additional information was received on 26-may-2026: the procedure was performed on 20-may-2026. The affected implant was removed from the patient. No device fragments were retained in the patient. The surgery was not delayed. No additional anesthesia was administered to the patient.